Manufacturer narrative:
The customer's weight information with the initial report was not available. The updated information has been included with this report.

Event description:
It was reported that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump was unresponsive. The customer stated that battery was draining, failed battery test. The customer stated that insulin pump had crack along battery area and no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.